Event description:
It was reported an air embolism occurred. A 27mm watchman flx laa closure device was used in a procedure. After the device had been deployed, an air embolism and st segment elevations were noticed. Thereafter, coronary angiogram was performed, and the elevations resolved without further intervention. It was reported that the air was injected through the delivery system at the time when the device was attached to the contrast injection system. The air embolism was noted to be resolved and the patient was expected to fully recover.